Manufacturer narrative:
E1: patient city: (B)(6)

Event description:
Unomedical reference number (B)(4) event occurred in canada it was reported that patient faced tape not sticking event on 27-may-2024.the infusion set was in use for 1 hour. The insertion site was thigh. No further information available